Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to a lifepak 10 defibrillator/monitor/pacemaker with a fast-patch adapter and plus electrodes. The pt was intubated, CPR initiated, drugs and 5 countershocks administered. The pt's ECG was converted to ideoventricular rhythm and external pacing initiated. According to the reporter, when the operator attempted to connect the pacing cable to the electrodes, the cable's snap connector would not fit on the electrode post. The pt was not resuscitated. The reporter stated the reported malfunction did not cause or contribute to the death of the pt because the pt was not viable.